Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 1000 mcg/ml at 257.5 mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient just had elective back surgery today and the catheter was accidently cut doing the surgery. The catheter was revised during this surgery. No patient symptoms and no further complications were reported or anticipated regarding the event.